Event description:
It was reported that the right ventricular and atrial leads were replaced due to the physician's loss of confidence in the leads. It was also reported that the superior vena cava impedance now measures greater than 200 ohms and a 50 ohms right ventricular coil impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.